Event description:
According to the literature source,5 days post operative a laparoscopic sacrocolpopexy, the patient presented to the emergency room with complaints of frequent vomiting, constipation, and abdominal pain with distention and mild guarding. A CT (computed tomography) scan revealed a distal small bowel mechanical obstruction at midileum. An emergency exploratory laparoscopy was performed and revealed the barbed suture tail had migrated and became entangled in the small bowel mesentery, causing a bowel obstruction. The suture was detached from the mesentery and the bowel was decompressed. The patient recovered and was discharged three days later.

Manufacturer narrative:
Dipak limbachiya, rajnish tiwari, rashmi kumari, manoj aggarwal. Barbed suture causing acute small bowel obstruction post laparoscopic sacrocolpopexy. Society of laparoscopic & robotic surgeons october¿december 2022 volume 9 issue 4. Doi:10.4293/crsls.2022.00058. Pages 1-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that a visual inspection of the returned picture noted a suture could be observed being held by graspers. The suture appeared to be cut at the barbed section. The image indicated the v-loc tail end, however, due to the quality of the image the condition of the suture could not be evaluated. A segment of suture could be observed to be protruding in the surgical site. A surgical site was observed; however, no suture could be identified in the image provided. It was reported that there was migration of implanted device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.